Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and noise oversensing. Additionally, the measured r-wave amplitude was low. Boston scientific technical services (ts) was contacted and discussed troubleshooting steps. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the clinic plans to continue routine follow-up appointments with no plan for intervention. There have been no adverse patient effects. This product remains in service.

Manufacturer narrative:
The device was retained by the hospital to be sent to pathology. It was reported that the field representative would be contacted when the device was ready to be sent back to boston scientific for analysis. At this time, the device has not been returned. When the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that the patient presented to the emergency room after experiencing an uncomfortable feeling in the pocket area. The device was interrogated and was found to be in safety mode. There were also less than 200 ohm pacing impedance measurements with the rv lead. A revision procedure was performed and the device was explanted and replaced. The rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault was recorded on april 12, 2017 after a 31 joule shock was delivered. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 31 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.